Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response to follow up and the legal manufacturer's final investigation. Communication with the customer conveyed the following information: devices used with the subject device are the following : ed-580t (fuji)- third party device. Ed-580t (scope for duodenum/fuji film, not olympus). Model name of the guidewire used with the complaint device: m-through (manufactured by asahi intecc co., ltd). Model name of the endoscope used with the complaint device: ed-580t (duodenoscope manufactured by fujifilm co., ltd). Other devices inserted into the endoscope prior to insertion of the complaint product into the endoscope during the procedure: m-through, a cannular (model number is unknown). Outcome of event: no additional medical treatment or surgical intervention. Legal manufacturers investigation: the cutting wire was not broken, however, the cutting wire was scorched. Foreign substances that appeared to be black fibers were adhered to the distal end of the cutting wire. Adhesion of foreign substances to the areas other than the cutting wire could not be observed. Analysis of foreign substances adhered to the cutting wire was performed. It is determined that the major constituents of the foreign substances were ptfe (polytetrafluoroethylene), fluorine compounds. In addition, adhesion of amidotrizoate on foreign substances was observed. The foreign substances could be a type of contrast agent. Summary of analysis: the length of the foreign substances was approximately a few cm to 10 cm. The foreign substances were ribbon-shaped fibers. There was almost no elasticity of the foreign substances. The width of the thickest area of the foreign substances was about 200 cm. The width of the tip was a few dozen centimeters. The color of the foreign substances was black, and both ends of the foreign substances were colorless and transparent. The components of the foreign substances were polytetrafluoroethylene (ptfe) and amidotrizoate. (E.g., urographin). Edx (energy dispersive x-ray spectroscopy) results showed that f (fluorine) was strongly detected. The device history records (DHR¿s) with the lot number of the subject device was confirmed. No abnormalities detected in the DHR for the following items which related to the reported phenomenon: process inspection sheet, quality inspection sheet, and nonconforming product report. The IFU (instruction for use): this instruction manual contains the following information. (Drawing no.gk6224 revision no.09) before use, prepare and inspect the instrument and a cord as instructed below. Should any irregularity be observed, do not use the instrument or a cord; use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection control risk, cause tissue irritation, perforations, bleeding, mucous membrane damage, thermal injury and may result in more severe equipment damage. The root cause of event could not be identified. Based on the investigation result, it is determined that the main component of the foreign material is ptfe (polytetrafluoroethylene). It is possible that the cutting wire came into contact with the ptfe material, causing some of the material to adhere to the cutting wire. However, it is not possible to identify where the foreign material originated. Although the origin of the foreign substances could not be identified, we will continue to monitor trends and take appropriate actions as necessary. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
In a follow up communication with the company representative , it was reported that the device knife wire was not broken , stated that things like thread attached to the tip of the knife wire were misidentified as being cut by the knife. During the device return evaluation of the subject device, it was noted that the knife wire was not broken , however, knife wires were found to be charred and a black fibrous foreign matter attached to the tip of the knife wire was observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during a therapeutic endoscopic sphincterotomy (est) procedure the knife wire of the device broke when energized. The device was replaced and the intended procedure was completed using a similar device. There was no patient harm , no user injury reported due to the event.